Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced numbness and pain around the incision site as well as a lip droop on the right side. Per the physician, the root cause of the event was the surgical approach required for placement of the csl. The patient was titrated on (B)(6) 2025, where therapy amplitude was increased from 4.0ma to 5.0ma. Following titration, the patient experienced a cough. It was noted that coughing was observed during titration, but per the np a 1ma buffer was not assessed due to significant reduction in bp which have occurred with barostim titration. As of (B)(6) 2025, the numbness and drooping were resolved. The patient was seen for a follow up on (B)(6) 2025 and complained of a cough although they were not coughing at the follow up. They stated that the cough was not bothersome and wanted to remain at 5ma. However, due to the patient's decreased cardiac index and the patient being on dobutamine as they are being evaluated for lvad, the physician wanted the therapy decreased to 3ma. On (B)(6) 2025, the patients therapy was disabled per the physicians request. It was noted that the patient was not coughing when therapy was disabled.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the surgical approach required for the placement of the csl. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced numbness and pain around the incision site as well as a lip droop on the right side. Per the physician, the root cause of the event was the surgical approach required for the placement of the csl. The patient was titrated on (B)(6) 2025, where therapy amplitude was increased from 4.0ma to 5.0ma. Following titration, the patient experienced a cough. It was noted that coughing was observed during titration, but per the np a 1ma buffer was not assessed due to significant reduction in blood pressure. As of (B)(6) 2025, the numbness and drooping were resolved.